Manufacturer narrative:
(B)(4). Concomitant medical product(s): unknown - unknown femoral component - unknown; unknown - unknown tibial component - unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 15 years later, the patient reported their knee was locking up at times and subsequently, the patient was revised. During the surgery, it was discovered that the post was broken off from the poly. The patient was also noted to having ligament laxity requiring a thicker poly to be implanted during the revision surgery. There were no known traumas. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent a primary right total knee arthroplasty. Subsequently, the patient experienced a sudden onset of locking of the right knee with pain and was unable to bear weight. Approximately 15 years postop, the patient underwent a diagnostic arthroscopic procedure and was noted to have a fractured poly. Fractured poly was removed and a new 14mm poly was inserted. No complications were noted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of returned device exhibits signs of extreme wear (nicked, gouged, discoloration, micro motion) and the post feature has fractured off. Further analysis of the device states that the post fracture was caused by overloading, possibly exacerbated by repeated impingement with damage on the posterior of the post. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Primary operative notes states that there were no intraoperative issues. Revision operative notes confirm that the poly post is fractured. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.